Manufacturer narrative:
The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the customer states an issue with the product which occurred during an open total abdominal hysterectomy and bilateral salpingo-oophorectomy and small bowel resection and anastomosis. Before resecting the bowel, the device broke. The plastic handle fell off of the instrument. It did not disengage into the patient cavity. To complete the procedure, another stapler was used. No patient injury or extension in surgical time. Patient status is alive, no injury.